Manufacturer narrative:
Trackwise ID (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported an observation from previous experiences with the vasoview hemopro vh-3500 . They noted a "sticking" of the harvesting device when rotating in the harvesting cannula and pushing jaws out of the harvesting cannula. They showed on a "demo" device, where they believe a small "rivot" point on the base of the jaws, rubs against the interior of the cannula. They showed where the "demo" device actually had been rubbed down smooth.

Manufacturer narrative:
Trackwse # (B)(4). The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was observed in the cannula. The image had description of what the reported failure consisted of " this "rivet" can stick out and rub against the inner cannula wall". Based on the non-return of the device, we are unable to confirm the reported failure "fitting problem- tool. A ship history was performed to the account, there is no evidence that anything was shipped to the account prior to the aware date. Please see attached email from cs surgery.

Event description:
N/a.